Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
A pt alleged that, because the meter would not function while he experienced symptoms of a headache, he went to the emergency room where he was treated intravenously. Neither the type of medication given to him nor any blood glucose result at the ER was provided. The meter had prompted low battery as well as "h" . Whether the attempt to change the battery occurred before going to the ER or during his contact with customer service was not clarified, however, with a new battery the meter continued to prompt "low battery." The prompt of "h" --indicates either the ambient temperature or the meter's temperature was too high to perform a test as noted in the owner's manual. This issue was resolved. The pt has not responded to a voicemail left by medical affairs in 05. A letter will be sent to him. Since we have no information regarding the alleged treatment, the diagnosis, or any blood results, there is no evidence the meter was responsible for an injury. Because the meter continued to prompt low battery after a new one was inserted, the event is considered a malfunction.